Manufacturer narrative:
Therefore, because this event resulted in medical intervention, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold primary broke during use. The doctor plans to perform a apicectomy.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1574008). Root causes are not identified. We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.